Manufacturer narrative:
Reference record (B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of nj tube placement and use. Refer to MDR 3010757606-2017-00352 for peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, the patient in (B)(6) had a naso jejunal (nj) placed. On (B)(6) 2017, the nj tube was removed and the patient was placed with a percutaneous endoscopic gastrostomy (peg) and jejunal (peg-j) tubes. On (B)(6) 2017, the patient developed aspiration pneumonia and was treated with unspecified antibiotic medication. In (B)(6) 2017, the patient has recovered and was able to ingest food smoothly. According to the clinician, because the patient's swallowing function had been decreased, the causal relation to the duopa therapy was unknown.